Event description:
Plate was implanted in (B)(6) 2016. Patient reported pain, x-ray revealed the plate was broken. Surgeon noted that there was no union, only fibrous union. Revision was performed on (B)(6) 2017. Surgeon reported that the patient was non-compliant.